Event description:
It was reported that the external pulse generator did not work properly, that it displayed vertical black lines that faded in and out when interacting with the device. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator had lines in its display and it was therefore replaced. Analysis also found that one bail cover was broken. (B)(4). This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).